Event description:
The reporter has been getting er1 message. He was unaware of the replacement program and only called in after he did a meter to lab comparison in which there was a 40% difference. Fasting blood glucose on meter was 350 and lab was 250. He continued to take his normal prescribed amount of insulin, but stopped using the meter for the past few days because he did not trust it. He did not seek medical attention.